Event description:
The customer reported erroneous total beta human chorionic gonadotrophin (tbhcg) results, for multiple patients, involving access 2 immunoassay system. This is report number two of two. The customer stated several initial sample tests produced 0.00 miu/ml and eventually produced acceptable and reportable results. The customer stated only one 0.00 miu/ml result was released out of the laboratory. There was no report of patient injury or change in patient treatment associated with this event. The field service engineer (fse) assessed the unit at the facility.

Manufacturer narrative:
The field service engineer (fse) serviced the unit on (B)(4) 2011. The fse verified the transducer voltage and alignments. The fse discussed environmental temperature issues with the customer as it was discovered that a space heater and a fan were positioned close to the unit. The fse noted case temperature errors in the unit's event log. The fse discussed quality control (qc) ranges and standard deviation (sd) settings. The fse replaced the fluidics tubing from the wash buffer supply to the transducer. The unit conformed to the manufacturer's performance specifications. This medwatch report is related to MDR 2122870-2011-06537.